Event description:
It was reported that the battery voltage as of the last (B)(6) report was 2.72v. The clinician wanted to know what the voltage had been during the night time checks. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage as of the last carelink report was 2.72v. The clinician wanted to know what the voltage had been during the night time checks. It was also reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) therefore the ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device was later returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.

Event description:
It was reported that the battery voltage as of the last carelink report was 2.72v. The clinician wanted to know what the voltage had been during the night time checks. It was also reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri), therefore, the ipg was removed and replaced with a new device. It was further reported that the device lasted less than 6 years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device was later returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. The device is part of the advisory for this model.